Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were assisted by paramedics due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl. The patient forgot to discontinue use of a pill that helped control her blood glucose overnight. The customer was not wearing the insulin pump during the hospitalization; she had been off of the device for less than 48 hours. The patient was treated by ambulance workers and released. The insulin pump will not be returned for analysis.